Event description:
This ventilator was set up on a pt and connected to the external battery. After the ventilator ran for several mins, the ventilator lights lit up, ventilator alarmed and shut down. Ventilator did not switch to internal battery during this time. After quickly disconnecting the internal battery case, silencing the power lost alarms, the ventilator fired up - running off the internal battery, which was fully charged. The respiratory therapist was informed at that time that the external battery had been depleted.